Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was advanced into left atrium. A clot was observed at the end of the clip. The clip was retracted into the steerable guide catheter (sgc) for removal of clot. Upon removal, the clip damaged the hemostatic valve of the sgc. The clip and sgc were replaced with another devices to complete the procedure. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on the information provided, a cause for the reported device damaged by another device (caused damage) and thrombosis/thrombus cannot be determined. Thrombus is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.